Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away due to cardiac arrest. The pt was hospitalized one day prior to death for another indication. The pt was not connected to the hc machine and was not performing pd therapy at the time of death. It was not reported if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A review of the event history log revealed no failure, malfunction or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported problem. The results of the sample analysis revealed that the device was tested and passed both the homechoice return instrument test / evaluation (rite) functional test and the rite electrical test. The device was determined to meet specification requirements per rite testing. External and internal inspections were performed and revealed no problems. The pneumatic system was tested and revealed that no leaks and all pressures were correct and stable. The device passed seal, purge and wet disposable integrity and successfully completed a short simulated therapy. No failure or malfunction was identified that could have caused or contributed to the reported problem. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.